Event description:
It was reported that during a gastric band procedure, while grasping during insertion into the abdomen through the 15mm trocar, the buckle tab snapped during insertion. Another band was used in replacement. The pt is fine.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.